Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) due to error 23062. Error 23062 indicates the phase 3 motor did not respond as expected due to an inconsistency in measured current, voltage, and speed based on the internal simulation of the motor. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In lighthouse, the 23062 error was found indicating a failure on the wrist yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system and driven with an in-house instrument. No issues were observed and the unit passed system test. After installing on surgeon side console (ssc) fixture test platform (sftp) and running the fitness test, the unit failed verify encoder calibration and gravity balance test post sine cycle. After running calibrations, the mentioned tests passed. Slow speed sine cycle was performed for one hour on the wrist yaw axis was performed and passed. The error 23062 was not observed during sftp testing. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to an sensor error in the wrist yaw motor and with the slipring in the mtm. This issue may be resolved by fse replacement of the mtm.

Event description:
It was reported that intermittent 23062 errors occurred on the right arm. The issue was noted to have happened approximately twenty times. A spare console was available but not in use, so the surgeon switched to the primary console. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the case was able to be completed with the 2nd console. This created a 10 minute delay.